Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Healthcare professional additional reported left "macrophagic reaction compatible with silicone" and "fibroma". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported left "macrophagic reaction compatible with silicone" and "fibroma." Patient undergone capsulectomy. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ granuloma: unable to confirm as it is a medical event not related to the device. ¿ lump/nodule: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ stress marks observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported rupture. This relates to the left side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.